Manufacturer narrative:
Device not returned. No eval will be performed.

Event description:
On (B) (6) 2010, a pt called to report experiencing photophobia and redness in the left eye (os) about one hour after inserting a new contact lens. Pt reported that pt removed the cl immediately, was seen by the prescribing eye care professional, diagnosed with a corneal ulcer os and given vigamox gtts. The pt reported having worn the same brand of lenses "for years" without event. The treating eye care professional confirmed that the pt presented (B) (6) 2010 with persistent watery discharge and photophobia os. The pt was diagnosed with a central corneal ulcer ccu, instructed to discontinue (d/c) contact lens wear and was treated with vigamox gtts. F/u (B) (6) 2010: "doing better with the pain. D/c cl wear and continue gtts." F/u (B) (6) 2010: "doing much better. Continue to d/c cl and use vigamox gtts." F/u (B) (6) 2010: "no redness, doing well. Continue gtts and no cl x3 days." F/u (B) (6) 2010: "no vision issues. No cl wear and continue vigamox gtts x3 days. Ulcer healed. Resume cl wear after 3 days." F/u (B) (6) 2010: "os reports pain, redness and burning. D/c cl wear, use vigamox gtts." F/u (B) (6) 2010: "feeling better. Continue to d/c cl wear and use gtts." F/u (B) (6) 2010: the pt was placed in air optix for astigmatism trial lenses. F/u: (B) (6) 2010 the pt's prescription was finalized for air optix for astigmatism lenses. No additional info is available at this time. The product in question has been requested for return for evaluation and is enroute but has not yet been received. A lot history review of the product in question indicated the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.